Event description:
It was reported that during an iliac stenting treatment procedure, stent detachment complications were encountered resulting in the need for surgical intervention. The customer stated that, "during the procedure, contralateral iliac stenting, stent advanced through calcified lesion stent came off balloon; stent was snared and pulled over bifurcation to opposite common femoral unsuccessfully removed body; patient sent to surgery where they had stent surgically removed." Current patient status is unknown. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch was unable to be conducted as the batch number was not provided. The root cause of the difficulties experienced in the procedure could not be confirmed.